Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. The customer experienced a blood glucose (bg) level of 500-1000 mg/dl with small to moderate ketones. Bg level was addressed with a correction bolus via the pump. The customer reverted to an alternate method in insulin therapy.